Manufacturer narrative:
(B)(4). The device is not expected to be returned for investigation. The manufacturer will continue to monitor and trend related events.

Event description:
Maude report: the patient had epidural placed for labor. After delivery, the rn attempted to remove the epidural catheter and met resistance. She stopped and notified the physician. He came and removed the catheter, but he tip was not intact and approximately 7" of the outer layer of the catheter broke off in the patient's back. The physician consulted with neuro-surgery and obtained an x-ray. No lot # reported. No information on patient reported.

Manufacturer narrative:
Qn#(B)(4). A device history record review could not be performed as no lot number was provided by the customer. A sales history search could not be performed as the customer is unknown. The IFU for this kit, e-17019-100d; rev. 3, was reviewed as a part of this complaint investigation. The IFU warns the user, "never tug or quickly pull on catheter during removal from patient to reduce risk of catheter breakage. Do not apply additional tension on the catheter if catheter begins to stretch excessively. Reposition patient to open the vertebral interspaces and re-attempt removal if resistance is encountered or if catheter stretches excessively during removal. During epidural catheter removal, the literature indicates a force of approximately 1/3 of a pound is all that is necessary to exert if patient is properly positioned in the recommended lateral neutral position." A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. The device history records could be found as the customer is unknown. Therefore, the potential cause other remarks: of the catheter breaking could not be determined based upon the information provided and without the sample.

Event description:
Maude report: the patient had epidural placed for labor. After delivery, the rn attempted to remove the epidural catheter and met resistance. She stopped and notified the physician. He came and removed the catheter, but he tip was not intact and approximately 7" of the outer layer of the catheter broke off in the patient's back. The physician consulted with neuro-surgery and obtained an x-ray. No lot# reported. No information on patient reported.